Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) district office of this action on august 25th, 2016 (recall report number: 3010157426-08/25/16-003-c). We also began notifying customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system displayed an offline message in the patient zones for all telemetry beds. The issue was resolved by re-starting the receiver cards. No injury was reported as a result of this event.